Event description:
Customer reported that the cracks in syringe, noted by nursing and pharmacy after syringe was filled. Possible concerns with sterility as outside air could contaminate drug solution.

Manufacturer narrative:
Due to the unavailability of lot information, we were unable to complete the investigation.additionally, no trends related to this issue have been identified during our track-and-trend analysis.based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed.